Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed pre-use check and test ventilation using a test lung. Y sensor was installed and ventilation carried on normally without alarms. The reported event could not be duplicated. The expiratory cassette was precautionary replaced. The ventilator was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error code. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient involvement. Manufacturer¿s ref #: (B)(4).